Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), manufacturing and trends was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: potential adverse events, neurologic local or systemic complications and subsequent attendant problems (stroke, transient ischemic attack, paraplegia, para paresis, paralysis) are listed as potential adverse events the complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Due to limited access to the patient¿s medical history it is difficult to eliminate any pre-existing conditions that would have/have not predispose the patient to a stroke event. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
This (B)(6) male patient in the spiral-z post-market registry ((B)(4)) had a stroke on (B)(6) 2015 (188 days post procedure). The patient was treated on (B)(6) 2014 for an aortic aneurysm. The maximum aortic diameter was 68 mm. The proximal neck had a parallel shape with partial plaque/ thrombus. The bilateral iliac arteries had mild tortuosity, mild occlusive disease, and mild calcification. The patient received a bifurcated main body device, a left iliac leg, and a right iliac leg. No other procedures were performed and no additional devices were used. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, or thrombus. An endoleak was noted but the site did not indicate the type. On (B)(6) 2014 (28 days post procedure), the patient was seen in follow-up. The aneurysm had contracted > 5.0 mm in size. Devices were patent with no external compression, flow limiting kinks, thrombus, endoleak or migration. On (B)(6) 2015 (188 day post procedure), the patient had a stroke. No other information regarding treatment or patient's condition was provided. On (B)(6) 2015 (401 days post procedure), the patient was seen in follow-up. The aneurysm had contracted > 5.0 mm in size. Devices were patent with no thrombus or endoleak . No information was provided regarding the presence of external compression, flow limiting kinks, or migration.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
This (B)(6) male patient in the spiral-z post-market registry (11-015) had a stroke on (B)(6) 2015 (188 days post procedure). The patient was treated on (B)(6) 2014 for an aortic aneurysm. The maximum aortic diameter was 68 mm. The proximal neck had a parallel shape with partial plaque/ thrombus. The bilateral iliac arteries had mild tortuosity, mild occlusive disease, and mild calcification. The patient received a bifurcated main body device, a left iliac leg, and a right iliac leg. No other procedures were performed and no additional devices were used. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, or thrombus. An endoleak was noted but the site did not indicate the type. On (B)(6) 2014 (28 days post procedure), the patient was seen in follow-up. The aneurysm had contracted > 5.0 mm in size. Devices were patent with no external compression, flow limiting kinks, thrombus, endoleak or migration. On (B)(6) 2015 (188 day post procedure), the patient had a stroke. No other information regarding treatment or patient's condition was provided. On (B)(6) 2015 (401 days post procedure), the patient was seen in follow-up. The aneurysm had contracted > 5.0 mm in size. Devices were patent with no thrombus or endoleak . No information was provided regarding the presence of external compression, flow limiting kinks, or migration.